Event description:
It was reported that the patient implanted with this implantable pulse generator ipg had reached elective replacement indication eri earlier than expected and was no longer able to communicate with the clinician programmer. It is indicated the ipg will be replaced at an unspecified later date. Boston scientific subsequently received information indicating that the patient underwent a revision procedure to replace the implantable pulse generator ipg. The patient was noted to be doing well following the procedure.

Manufacturer narrative:
Updates to block 1 and block 2. Device technical analysis: the ipg involved in this complaint was not returned for analysis, therefore, a technical analysis could not be performed. Investigation conclusion: the reported event of the ipg reaching elective replacement indication mode earlier than expected could not be confirmed as the device was not returned for technical analysis. However objective evidence from the field noted that programming parameters were not optimal for a non-rechargeable device as there was high rate usage of the device.

Event description:
It was reported that the patient implanted with this implantable pulse generator ipg had reached elective replacement indication eri earlier than expected and was no longer able to communicate with the clinician programmer. It is indicated the ipg will be replaced at an unspecified later date.